Event description:
A medwatch was received that indicates a fire occurred in the intraoral airway tubing. The airway tube was removed and thrown to the floor along with the drapes. The padding beneath the pt's shoulder was also discovered to be on fire. The pt received partial thickness burns of the shoulder with a full thickness burn along the right posterior back. A skin graft will be needed, but is expected to recover with no permanent injury.